Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. Device display properly and no missing segment/partial display anomaly noted. Device had minor scratched lcd window, cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump screen was more difficult to read due to scratches. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had changing batteries more frequently than used to and insulin pump would act up during very cold weather. The insulin pump will not be returned for analysis.